Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 3300tfxj25 pericardial aortic valve, implanted approximately nine (9) years, was explanted due to severe aortic regurgitation (ar) due to thrombus on the valve and a hole in the leaflet. The patient had shortness of breath nyha class ii. At first, the ar was thought to be from the 5mm tear at the commissure between the non and the right-coronary cusps by the echo, however at device explant, a hole as big as a small bean was observed in the middle of the leaflet which corresponds to the right coronary cusp near ncc. There were also blood clots at the commissure between the left and the non-coronary cusps at the inflow side. The blot clots were diagnosed with an old thrombus. The device was replaced with 25mm 11500 pericardial aortic valve with no patient adverse event reported. The surgeon commented that after implant, the anticoagulant therapy had been performed for three (3) months. The blood clots were only attached to the left ventricle side (inflow side). The reason for the leaflet hole and thrombus as well as the causal relationship between them are unknown. The hole and the thrombus were apart.

Manufacturer narrative:
Customer reports of regurgitation and hole in leaflets was confirmed. Report of thrombus was confirmed. Thrombotic material was observed on the inflow aspect of leaflets 1 and 2. As received, leaflet 2 had a 7mm x 3mm torn out area near commissure 3. Leaflet 3 also had a torn out section approximately 8mm x 4mm near commissure 3. Torn out leaflet fragments were not returned with valve. X-ray demonstrated wireform intact and minimal calcification along the free margins of leaflets 1 and 2 near commissure 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at the inflow aspect and at the moderate at the outflow aspect. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. Wireform was exposed around leaflet 2 on the outflow aspect.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4, h2, h6 (type of investigation, investigation findings, and investigation conclusions). Root cause analysis: per the description of event, "edwards received information that a 3300tfxj25 pericardial aortic valve, implanted approximately nine (9) years, was explanted due to severe aortic regurgitation (ar) due to thrombus on the valve and a hole in the leaflet. There were also blood clots at the commissure between the left and the non-coronary cusps at the inflow side. The blot clots were diagnosed with an old thrombus. The patient is a 58-year-old male who had diabetes mellitus, hypertension and hyperlipidemia underwent avr for severe aortic regurgitation". Per the product evaluation summary, "customer reports of regurgitation and hole in leaflets were confirmed. Report of thrombus was confirmed. Thrombotic material was observed on the inflow aspect of leaflets 1 and 2. As received, leaflet 2 had a 7mm x 3mm hole near commissure 3. Leaflet 3 also had a hole approximately 8mm x 4mm near commissure 3. Edges of leaflet holes appeared worn out with similar characteristics of leaflet damages caused by abrasion. Leaflet fragments from the holes were not returned with valve. X-ray demonstrated wireform intact and minimal calcification along the free margins of leaflets 1 and 2 near commissure 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at the inflow aspect and at the moderate at the outflow aspect. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. Wireform was exposed around leaflet 2 on the outflow aspect". Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, the most likely cause is patient factors. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. The most likely cause is patient factors. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including diabetes mellitus and hyperlipidemia. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors. A DHR review was performed, and no related non-conformances were found. Based on the morphology of the leaflet hole, the most likely root cause of regurgitation is abrasion of the leaflet against native tissue in the aortic root. The image supplied by the customer of the valve while still implanted shows two probes being used to move the native tissue out of the way near the holes in the leaflets for the picture to taken. While inconclusive, this may be further evidence to suggest the native tissue was encroaching close enough to the leaflets to touch them when they open. There is no evidence to suggest a design or manufacturing defect. The complaint is confirmed.